Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A coil and an unknown non boston scientific device were returned. Visual inspection revealed that the coil was severely damaged. 3 breaks were noted. Stretching, kinking and dried blood was visible. The interlocking arm was not attached and was not returned. Microscopic inspection revealed that the coil zap tip was inspected and blood was present but no damage was noted. The dimensions that could be measured were found to be in specification. No other issues or defects noted during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: coil selection is a matter of physician preference and the clinical situation. The shape and diameter of the vessel to be occluded as well as proximity to branch vessels generally govern selection of the coil diameter and length. Coil diameter should approximate the vessel diameter. Selection of a coil diameter > 1 mm larger than the vessel diameter may result in coil elongation and a non-compact placement with less effective reduction of blood flow. Selection of a coil diameter smaller than the vessel diameter may result in coil migration. In order to achieve excellent performance of the idc coil and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device. A 0.021in i.d. Microcatheter is compatible. The i.d. Of the catheter used was larger than the recommended i.d. Of 0.021in and is therefore not compatible with the fidc system..(B)(4).

Event description:
It was reported that the coil was broken. A severely tortuous target lesion was located in the bronchial artery. The vessel diameter was approximately 2mm and was at the proximal site of triple bifurcation. A 3mmx10cm idc was selected for an embolization of the bronchial artery. During the procedure, an interlock-18 coil was used but did not expand properly as the coil shape. The interlock-18 coil was removed and the 3mmx10cm idc coil was advanced. The device did not expand properly; it expanded with a flat shape, and was removed. It was noted that when an unknown guide wire crossed the thin vessel, it was possible that a spasm occurred which prohibited the coil from becoming round in shape. When the physician attempted to remove the coil resistance was felt and the physician pushed and pulled it several times. When the physician tightened the three way stopcock to prevent backflow of blood, the wire detached and came off of the interlocking arm and the unraveled coil was detached at the three way stopcock. When the proximal wire of idc was checked outside the patient, the physician confirmed only one side of the interlocking arm. The physician tried to remove the unraveled coil, but the coil was detached during the attempts. The detached coil had come out toward the aorta side, therefore, the physician attempted to remove it with a snare. The coil was unraveled several times during the removal attempts. Eventually the coil was removed completely. However, one side of the interlocking arm which was located at the vessel wall was moved to peripheral lung unintentionally. The patient's condition is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the coil was broken. A severely tortuous target lesion was located in the bronchial artery. The vessel diameter was approximately 2mm and was at the proximal site of triple bifurcation. A 3mmx10cm idc¿ was selected for an embolization of the bronchial artery. During the procedure, an interlock-18 coil was used but did not expand properly as the coil shape. The interlock-18 coil was removed and the 3mmx10cm idc¿ coil was advanced. The device did not expand properly; it expanded with a flat shape, and was removed. It was noted that when an unknown guide wire crossed the thin vessel, it was possible that a spasm occurred which prohibited the coil from becoming round in shape. When the physician attempted to remove the coil resistance was felt and the physician pushed and pulled it several times. When the physician tightened the three way stopcock to prevent backflow of blood, the wire detached and came off of the interlocking arm and the unraveled coil was detached at the three way stopcock. When the proximal wire of idc was checked outside the patient, the physician confirmed only one side of the interlocking arm. The physician tried to remove the unraveled coil, but the coil was detached during the attempts. The detached coil had come out toward the aorta side, therefore, the physician attempted to remove it with a snare. The coil was unraveled several times during the removal attempts. Eventually the coil was removed completely. However, one side of the interlocking arm which was located at the vessel wall was moved to peripheral lung unintentionally. The patient's condition is stable.